Event description:
Pt's family member called to report that the pump is not audibly alarming with bolus or no prime alarms. Family member was able to demonstrate the problem over the phone. Family member primed the pump and gave an air bolus. There was no audible alarm during either action.